Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not start any of the tests, but the keypad was working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer's biomed evaluated the iabp and confirmed the fill tube connector was damaged. The biomed replaced it. The biomed attempted to run some basic diagnostic tests. None of the automated tests would initiate. The fse could navigate through the service menus and select the tests (ie the open menu button was working), but when I pressed open menu to actually initiate a test, it would not run. The getinge field service engineer (fse) tried to reach the customer regarding this iabp repair but they mentioned that no service required.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not start any of the tests, but the keypad was working. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, e2, e3, g2, g3, g6, g7, h2, h6(investigation type), h10, h11 corrected fields: d1, d5, g1(contact person), h4.